Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Unfortunately, I cannot report a complaint via salesforce without an email/phone number. Unfortunately, no further information is available. Our marketing team has commented on the ad and asked you to contact us with further information and to report the complaint. The patient complained that a lot of needles (4 mm pen-needles) were clogged.